Manufacturer narrative:
The device was not returned for analysis as it was implanted in the patient. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Thromboembolic is a known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the device was defective, but rather a post procedure related event. Linked events: 2029214-2017-00712 2029214-2017-00713 2029214-2017-00714. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: ¿coil embolization of anterior circulation aneurysms supported by the solitaire¿ ab neurovascular remodeling device¿ medtronic received report that 45 patients (aged 32¿76 years; mean 59.1 years) harboring 46 wide necked and/or complex aneurysms of the anterior circulation were treated. Thromboembolic complication leading to a distal branch occlusion of the mca, which was treated without any clinical sequelae. Unknown what coils were used (nexus and /or bare coils).